Event description:
The customer reported that the pt received a 2nd-3rd degree burn at the pad site during a cardiac ablation procedure. The pad had been placed on the pt's right lateral aspect of the chest wall. The injury was described a 0.25% depth, full thickness burn with surrounding erythema. During the procedure, the pt was restless and the pad lifted from the pt's skin. The pad was reapplied and no injury noted at the time. The burn was treated with the silvadene, followed by debridement a week later. The incident pad was discarded by the site.

Manufacturer narrative:
(B)(4). The incident pad was discarded by the site and is not available for eval. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporizations, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.